Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrections added to fields: g4 / h8. Additional information added to fields: h3, and h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the indication on the connecting tube has a disappeared area (1mm2 or more), and an e238 (scope error) occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on the scope connector, the image was not displayed; the e238 (scope error) occurred due to corrosion on the endoscope connector. Based on the results of the investigation, a definitive root cause for the peeling of the insertion tube area could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope image was missing during inspection for use. There were no reports of patient involvement.